Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they have high blood glucose levels. Customer's blood glucose level has gone over 400 mg/dl. Troubleshooting was performed for high blood glucose levels. Customer advised they have been using the insulin pump as well as their manual syringe to bring down the high blood glucose levels. Customer regularly changes their entire infusion set and wanted to perform a high pressure test on the insulin pump. Customer advised their reservoir has been exposed to heat and that the insulin was packed in ice and left in a car with running air conditioning. Customer was advised to use room temperature insulin to prevent gassing. Customer will perform the high pressure test once they receive the tubing clamps.